Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements and a decrease in impedance measurement. X-ray imaging confirmed that the lead had dislodged. The lead was repositioned and remains in service. No additional adverse patient effects were reported.